Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the patient returned for follow up. A CT scan revealed that the aneurx stent graft had migrated approximately 1 cm distally from the original delivered position resulting in a proximal type I endoleak. The physician elected to implant an endurant 36x49 aortic cuff inside of the aneurx stent graft up to the lowest renal artery, however, the proximal type I endoleak did not resolve. The physician than implanted four heli-fx aptus endoanchors spaced evenly apart and the proximal type I endoleak was resolved. Per the physician, the cause of the stent graft migration with a proximal type I endoleak was due to patient anatomy of continued disease progression with proximal aorta dilatation. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.